Event description:
Customer claims to have had ears pierced with the inverness ear piercing system at a retail outlet on 12/31/97. She sought medical attention for an allergic reaction at the ear piercing site on 1/9/98. She was given antibiotic treatment.